Manufacturer narrative:
Date of event: malfunctions also occurred on (B)(6) 2016. Medical device expiration date: unknown. (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6306598. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® single use holder leaked during collection. No injury or medical intervention reported.